Event description:
It was reported to tyco/kendall healthcare on 03/25/03 that a customer had a problem with an scd system. The customer reports, "the top of the sleeve is not deflating; acting like a tourniquet".